Manufacturer narrative:
Correction: supplemental MDR required to correct initial reporter name.

Event description:
It was reported that the patient presented after receiving inappropriate therapy for a supra-ventricular tachycardia. The patient receiving antitachycardia pacing therapy, which accelerated the rhythm, and then a shock, which converted the rhythm. There was no adverse issue to the patient. Programming changes were discussed.